Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s father died unexpectedly on (B)(6) 2020. Customer began to feel unwell and was transported by ambulance to the local hospital on (B)(6) 2020. Patient was diagnosed with a "mini-stroke" and blood glucose in the 900 mg/dl range. Customer¿s pump therapy was discontinued at the hospital and customer was treated with manual injections. Hospital discharge date was not provided. Reportedly, customer resumed pump therapy and blood glucose improved. Tandem technical support attempted multiple follow up attempts with the customer, however, no response was received.